Event description:
Received notice of complaint concering above product via phone call from dir of nursing. Reports that a leak occurred at the connection of the pt connector and pt access (fistula). Reported blood loss was greater than 20cc. The pt had a previous event (system clotted) and had been restarted with a new set up when this leak occurred. The line was changed and treatment continued without further incident. The sample was discarded, however companion samples are available. The pt remained stable, no medical intevention was required. Monthly labs had been drawn pre treatment; dir of nursing states that they will check complete blood cell count next treatment. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss.